Event description:
Additional information was received stating that ports 1,3,5 were not functional but ports 2,4, and 6 were fine and used for case. The case was continued with this emitter.

Manufacturer narrative:
H2) additional information was added to the event description. H3) the interface was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The interface was tested and found to not function on ports 1, 3 and 5. When a tool was plugged into these ports, there was no green or amber light indicating an instrument was inserted. Ports 2, 4 and 6 are functioning as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825, serial/lot #: unk. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the emitter interface was replaced. The system was working as intended after the replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the em ports 1, 3, and 5 were yellow. These ports remained yellow after an instrument was plugged in. Emitter details showed that there was a fault. They switched out the em instrument interface of another system and continued with no delay. There was no patient impact correlated with this event.